Event description:
On 21-sep-2025, the user reported that the dexcom g7 continuous glucose monitoring (cgm) sensor had not paired with the ilet system. A finger stick showed blood glucose (bg) of 350 mg/dl. The agent assisted with troubleshooting, including restarting the ilet, toggling bluetooth, switching between the g6 and g7 options, and starting a new sensor successfully. Blood glucose (bg) was corrected by entering a finger stick value into the ilet and waiting for corrections through the ilet system. The highest blood glucose (bg) recorded was 350 mg/dl. No symptoms were reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.